Event description:
Additional information was received, it was reported the patient had an appointment on (B)(6) 2026.

Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from a patient regarding an implantable neurostimulator. The reason for call was patient reported they charged the implant a little over a week ago on the (B)(6) and they haven't felt the stimulation since then. Patient stated today they used the controller to check the stimulation and it said the battery level was depleting and therapy was on. Patient tried to increase the stimulation but it told them it couldn't and they decreased it and now it was stuck too low. Patient stated they have tried different groups, during the call they patient was on group b which was displaying the therapy increase not available message. Patient confirmed they have not had any falls or trauma that could have impacted how the stimulator is sitting in the body. Patient mentioned they went on a flight for the current vacation they are on and that's about the only thing that has changed. The issue was not resolved through troubleshooting. The patient was redirected to their healthcare provider to further address the issue. During the call patient also mentioned "it was doing this before and they were able to fix it".

Manufacturer narrative:
B3 event date is unknown. See b5 narrative for context surrounding date of event. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.